Event description:
The customer reported the rad-g was powering on and off by itself. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other text: the returned rad-g was investigated. The device powered on and off by itself due to shorting inside the on/off power button. This created an electrical short resulting in the button being activated even when not physically pressed.